Event description:
This incident was reported by the patient's contact lens prescriber and retailer main office, as relayed by the patient. It was reported that the patient received a 5-pack per eye of diagnostic contact lenses on (B)(6) 2025. On (B)(6) 2025, the patient alleged that contact lenses dispensed for the left (os) eye were expired and that the use of the lenses caused an unspecified eye infection which led to a corneal ulcer and poor visual acuity. It is reported that as of the date of the report, the incident has resolved. While the reporter indicates that the event has resolved, it is being reported in an abundance of caution due to allegation of ocular infection and corneal ulcer of unknown type, location, size, or severity, with lack of associated medical information and the potential for serious or permanent injury, or the necessity of medical intervention or medication to prevent or preclude such occurrence, which can be associated with some ocular infection and corneal ulcer events. Should further information become available, the manufacturer will complete further investigations as appropriate and submit a follow-up report as applicable.

Manufacturer narrative:
No device sample returned for manufacturer analysis and no lot number reported, no investigation could be completed. Given the lack of available event and device details, no root cause established. The relationship between the coopervision device and the incident is unconfirmed.